Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functional testing) was confirmed. As received, the monitor failed incoming pulse testing. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor (B)(4) was completed. During pulse testing the monitor delivered a monophasic pulse. The cause for the monophasic pulse was isolated ot oxidation buildup on the j1002 and j1003 connectors, which connect the c/a and defibrillator boards. The oxidation buildup caused intermittent high-resistance connections which prevented the second phase of the biphasic waveform. A root cause investigation is ongoing. An internal corrective action has been issued to investigate the issue. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed incoming functional testing.